Event description:
Case had begun in cath lab #3 when the radiation shield and arm fell from above hitting the physician and then falling to the floor. The arm broke at the elbow joint of the arm support. It seems that the 50 pound lead shield places stress on this joint when it is moved at a certain angle. This has happened four times in the past. The manufacturer, mavig, came from germany and reinforced the supports. No patient or physician injury. Case was completed without further incident.